Manufacturer narrative:
A pt underwent a total abdominal hysterectomy on (B)(6) 2010. The post op course was complicated by a pelvic abscess and she was hospitalized three times. She had surgery on (B)(6) 2011 at which time a retained surgical towel was removed. The facility did not provide any other details. The item number, lot number or if the towel was a component in a surgical pack is not known. It is not known if the surgical team conducted a pre and post procedure count of the towels. Based on the info gathered, the root cause of this incident has been determined to be user error. No corrective action is indicated at this time. However, due to the reported adverse event and need for subsequent surgical intervention, this medwatch is being filed.

Event description:
A pt required surgical intervention for the removal of a retained surgical towel that was left from a previous surgery.